Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part #388.621 lot #a4jm919. Release to warehouse date: 19-apr-1999. Expiration date: na. Manufactured by: (B)(4). No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a l2-l5 posterior spinal fusion with synthes uss on an unknown date in 2010. At an unknown point in time, the patient developed adjacent level stenosis and disc disease above the level of the fusion at l1-l2. The surgeon performed the revision on (B)(6) 2016. There was no issue with any of the hardware from the 2010 procedure. During the revision, the surgeon removed the rods, and checked the existing screws from l2-l5 and removed and replaced two screws at unknown levels. During removal of one of the screws, the handle for hook or screw holder broke. The torque to remove the screw was significant. All the pieces of the handle were retrieved. A different handle was used to remove the screw. The screws that were removed were replaced with new uss screws. New screws were also placed at l1. The surgeon performed a decompression to address the patient's stenosis. The surgeon then placed new rods and connected them to the screws from l1-l5. The surgery was successfully completed. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This complaint involves one device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A non-manufacturing investigation was performed for the subject device. The device¿s phenolic handle was found to be broken at the cross-pin; all pieces returned. A visual inspection and drawing review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. The handle for hook or screw holder (388.621) is noted in both the universal spinal system (uss) and uss vas (variable axis screw) both of which are intended for posterior fixation of the lumbar spine. In each system the handle is utilized with the hook or screw holder (388.61) for hook placement and/or screw insertion (per technique guide). Relevant drawings for the returned devices were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 17+ years old (mfg 1999), as such instrument age likely contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.